Manufacturer narrative:
A review of complaint activity determined that there was normal complaint activity for reagent lot 08191be04. A review of tracking and trending reports did not identify any related trends for the false nonreactive results for architect hiv ag/ab combo assay. Return testing was not completed as returns were not available. An investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of product historical data, device history record review, review of the manufacturing documentation and a review of product labeling. This review did not find any abnormal complaint activity and no trends were identified. In-house testing could not be performed as the lot used by the customer was already expired when the results were generated.. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect hiv ag/ab combo assay lot number 08191be04 was identified.

Manufacturer narrative:
Patient information: no further information was obtained. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36.

Event description:
The customer observed false nonreactive architect (B)(6) ag/ab combo results on one (B)(6) year old male patient. The results provided were: architect (B)(6) result=0.21 s/co (<1.00 s/co=nonreactive)/ previous history =last year elisa =weak positive/cdc results was inconclusive. Zhuhai livzon and bpi's elisa =weak positive. The colloidal gold standard method=negative. Autobio's (B)(6) result=8.44 s/co (positive) there was no reported impact to patient management.